Event description:
The recipient is reportedly experiencing open electrodes and decreased performance. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed broken electrode wires near the fantail. The photographic imaging inspection confirmed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks near the fantail region on several electrode wires. The photographic imaging inspection and scanning electron microscopy analysis revealed broken wires near the fantail region. It is believed that these breaks caused the out of range impedances recorded in the field. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.